Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an anterior resection procedure, "the stapler didn¿t cut through the purse string and the anvil head cannot remove from the patient anal after firing. The purse string suture was stuck in the anvil head. Audible and tactile feedback was sensible. In order to release the stapler anvil head from the patient's anal after firing, surgeon has to cut the purse string suture (prolene 2/0) at the outer of the end-to-end anastomosis side then slowly pull and twist to release the stapler. Observation on the purse string suture was the suture didn't cut through and has bite of the cutting but not being cut in full. Jacuzzi test has been done to ensure there is no leak at the anastomosis side as slight force was implemented to release the stapler from anal side.¿ there were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.